Event description:
The facility rep reported a piggyback of kcl was hung for a 6 hour infusion. The ambulatory pt then went for a walk and when they returned two hours later reported they didn't "feel well" and complained of "chest pain". The nurse noted the piggyback bag (total volume 100ml) was completely empty. The facility reported the pt recovered without adverse event and no medical intervention was needed. Despite baxter's efforts to obtain additional info regarding the pump programming and set-up info, specific pt details, tubing product code and lot number being used no further info was available. Alternate contact info was requested but no alternate contact was identified.